Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and was unable to download data to the computer. The customer reported that the no delivery alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. The customer's most recent blood glucose was 240 mg/dl. The customer declined troubleshooting assistance for high blood glucose. He stated that he did not have the necessary supplies to perform troubleshooting and advised that he would call back later to continue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.